Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their infusion set. It was reported that the force sensor had not detected the reservoir and kept pushing until the reservoir was completely empty. It was reported that the item would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No prime anomalies were noted. The insulin pump was received with cracked select button at the keypad overlay, minor scratched lcd window, case and keypad overlay. The insulin pump was missing the serial number label.